Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in type 11. Primary stability was achieved. Osseointegration was not achieved. The clinician reports biomechanical overload was involved in the event. The implant was removed on (B)(6) 2011 due to pain, swelling. Medical history: pt is diabetic.